Manufacturer narrative:
An MDR is indicated for this complaint. It was reported that a patient was implanted with two prodisc c implants on (B)(6) 2020. Patient began to complaint of arm pain and it was found that the one implant had shifted posterior. The implant was removed on (B)(6) 2025 and the surgeon implanted a fibular strut with four hole plate. A DHR review found no anomalies associated with the complaint. Complaint trending found the rate of complaints is within the level outlined in the risk documentation. A review of the risk documents found that the hazards associated with the complaint are identified and mitigated to a level where a clinical benefit outweighs the harm. Following removal of the devices, they were not returned from the hospital, therefore no device evaluation could be completed. Imaging provided confirmed the migration of the implant. There were no anomalies identified during the complaint investigation. The implant removal was completed due to implant migration which was causing arm pain. The submission is 1 of 2 devices involved in this event.

Event description:
A patient was implanted with two prodisc c implants on (B)(6) 2020. Patient began to complaint of arm pain and it was found that the one implant had shifted posterior. The implant was removed on (B)(6) 2025 and the surgeon implanted a fibular strut with four hole plate.